Event description:
It was reported that there was a saroma at the device pocket site with redness and swelling. It was noted that lab work was also done. The fluid was reportedly aspirated. The severity was noted as moderate and the issue was resolved without sequelae.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).